Event description:
It was reported that the device reached end of life (eol) without indicating elective replacement indicator (eri) first. Possible premature battery depletion was suspected. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary : (B)(4): the device was returned and analyzed. Analysis of the device revealed normal battery depletion. Further testing revealed that there were lifted hybrid bond wires.